Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and fluctuating blood glucose levels. Customer's blood glucose level went as low as 35 mg/dl and as high as 330 mg/dl. Customer treated their low blood glucose with food. Customer was concerned that the insulin pump did not properly function. Customer was advised to follow up with their healthcare provider regarding their low blood glucose. Customer declined to troubleshoot their high blood glucose levels. Customer was advised to change out their set every two days instead of every three days and to call back if issues persist.